Event description:
Heart began to race, dizziness, disorientation, fainting, nausea and was "totally incapacitated" like being on acid. This began within 1 hour of consumption. The consumer noted tape on the cardboard container flap, the tube appeared to have been squeezed at the bottom. The consumer did not seek medical attention. The consumer contacted the retailer who contacted the MFR. The health dept has the sample.